Event description:
Dexcom was made aware on 12/11/2023, that on 06/11/2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. It was reported that the patient experienced a skin reaction with itching, rash, redness, pimples, blisters, dry skin, scar, drainage, and pustules, under the entire patch area, which occurred an unspecified day after the sensor had been inserted arm. There was no treatment documented. There was no documentation of medical intervention. Further attempts to reach the patient for more information about the potential scar were unsuccessful. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).